Manufacturer narrative:
One set of cardiomems patient electronic system power accessories was received for evaluation. Visual inspection verified the power supply was frayed and wires were exposed. A standard power supply was used with the power cord to power on a standard unit and the unit was powered on with no issues observed.

Event description:
The patient reported exposed and frayed wires of the power supply. The power supply box and power cord were replaced and there were no adverse consequences reported by the patient.